Event description:
It was reported that the ventilation of the device was poor so the tube was replaced. After two weeks had passed since intubation, when air was pumped into the cuff and water was added, the air was found to be leaking from the seal at the top of the cuff. The event occurred during patient use but there was no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number; correction. H3 and h6. Codes: updated. One used device was received, and no damage or anomalies were observed. It was observed that the cuff inflated, however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming between the base of the cuff and the main tube. The complaint of air leakage was confirmed. The probable cause is due to a welding error during manufacturing. A device history record (DHR) review could not be performed as the lot number was unknown.